Event description:
This is report 1 of 3 involved in this peritonitis event.this is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn and the patient switched to hemodialysis. The patient was hospitalized for the event. Treatment for peritonitis included an unspecified antibiotic (route not specified, dosage and frequency not reported). Both the cause of peritonitis and the causative organism were unknown. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.(B)(4).

Manufacturer narrative:
(B)(4). The patient was discharged from the hospital. A review of all batch record documents for potentially associated lot numbers h13b04102 and h13c06089 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An exception was noted for the batch of the potentially associated lot number h13c26095 but does not indicate any issues related to the complaint.